Event description:
It was reported to medtronic neurosurgery that the valve and ventricular catheter were explanted as they were not draining an intraventricular cyst. According to the report, surgeon believed that the ventricular catheter may have been outside the cyst. The report stated that the distal catheter may have been blocked, so the end was exposed and trimmed.

Manufacturer narrative:
The device was not returned to the manufacturer as it remains implanted. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. It is unk what caused the reported event.